Event description:
It was reported that the patient with this implantable pacemaker had an abandoned abdominal system and the device was beeping. The company representative stated that the daily measurement was turned off on the abandoned system. Technical services (ts) explained that the pacemaker will beep at the elective replacement indicator (eri) and end of life (eol) stages. Ts will interrogate the device will turn beeping off. This pacemaker was explanted. No adverse patient effects were reported. Additional information indicates that the system was not explanted. It was abandoned in the abdominal pocket. The system tachy therapy is turned off and it reached end of life (eol), which caused the beeping. All tones and alerts have been disabled. The device was interrogated and it is assumed that it will not beep further following the interrogation. No additional adverse patient effects were reported.